Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed connected but was not connected. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation for complaint that device showed connected but was not connected. The reported complaint reloaded network file and pinged, it still not working. Small cracking in the corner, might have also been dropped. Able to confirm customers complaint by a visual inspection of the crack in the top case. And confirming that the data transfer didn¿t work by trying to ping the wi-fi and a data transfer from the computer to pump using a network cable, nothing worked. The top case and the interconnect board and the wi-fi boards are OEM parts. Once those 3 parts were replaced the mainboard didn¿t want to link up. Replaced the mainboard and synced the mainboard to the interconnect board together and calibrated the pump and installed new software 1.6.5 and configured the pump back to standard configuration. Review of event log found no relevant information. Review of service history found no relevant information. Device passed all testing criteria post repair.